Manufacturer narrative:
Result: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes were clotting, no report of medical interventions or serious injury.